Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The pt complained of feeling cold during a routine hemodialysis treatment. The pt's temperature indicated a decrease by 2 degrees. Facility staff instructed the pt to end treatment and perform rinseback. Partial rinseback was completed, resulting in an estimated blood loss of 90cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Review of the treatment log file indicates that the dialysate temperature was responding appropriately at the beginning of the treatment. The reported blood loss is attributed to the operator not completing rinseback in a timely manner. The exact cause of the pt's drop in temperature is not known. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.